Event description:
Pt describes adverse event as: "noticed my appetite had increased slightly [in the ninth and tenth month post implantation] and so in [next month] I went for a band fill. An x-ray following his confirmed that the band had come apart and would need to be repaired. This product has lasted less than 12 months." Follow-up findings: pt further reported, "I was admitted from my gp to the local hospital a month ago with severe right sided/pelvic pain, scans showed this was not a gynecology problem. Whether this may be caused by the loose parts of the gastric band."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event and the surgeon were asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or model number or confirmation of the event form the implant surgeon. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.: device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment ot decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of pain as follows: "(B)(4) patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lapband system."